Manufacturer narrative:
Additional information regarding the patient, facility and the location of the thermage tip has been requested yet not received.

Event description:
During a thermage treatment a spark occurred slightly on the treatment tip. After replacing the treatment tip, the practitioner proceeded with the treatment.

Manufacturer narrative:
Customer discarded treatment tip after procedure. No evaluation performed. The datacard was returned for evaluation. The following error occurred during treatment: errors recorded during this treatment: qty - error ID ¿ description - percent of reps. 4 ¿ 76 ¿ tip lifted/tilted during rf on ¿ 0.33% . 20 ¿ 131 ¿ underforce during rf on ¿ 1.67%. 6 ¿ 132 ¿ underforce during post cool ¿ 0.50%. 4 ¿ 133 ¿ underforce during rewarm ¿ 0.33%. 3 ¿ 135 ¿ hp button released during rf ¿ 0.25%. 1 ¿ 136 ¿ hp button released during post-cool ¿ 0.08%. 6 ¿ 211 ¿ force too high when button pushed ¿ 0.50%. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Investigation found flame/spark from tip membrane are caused by by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing record showed all requirements were met. Based on the evaluation of the data, the system and hp performed as designed. All 1200 shots of the tip were used. Customer discarded treatment tip after procedure. No evaluation performed on tip. Based on the available information, no causal factors can be determined and no conclusion can be drawn. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.